Event description:
It was reported bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leaked from the needle septum. The following information was provided by the initial reporter: "blood coming out of self-sealing septum (needle septum) of nexiva catheter."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photos. During the visual examination of the photos, it was observed that there was blood on the bottom of the adapter hub. This is not an expected occurrence as the primary and secondary septum should prevent the blood to flow past the canister and suggests that leakage beyond the septum occurred. The reported defect was confirmed. Further inspection revealed that the primary septum was not seated correctly on top of the canister which would allow leakage to occur. Based on the location of the damage to the used unit, the defect can be linked to the manufacturing process. Automated vision inspections and controlled sampling are conducted per quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system - dual port 20 ga 1.00 in leaked from the needle septum. The following information was provided by the initial reporter: "blood coming out of self-sealing septum (needle septum) of nexiva catheter".